Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. Found cannula broken and part of cannula missing.

Event description:
It was reported that sensor was stuck in serter. Per failure analysis sensor cannula was broken and some missing.